Event description:
Company representative reported on behalf of health professional, the explant of a lap-band port due to a "full tubing break." Event was first noticed when the patient reported being "disappointed with weight loss" and "right lower quadrant abdominal pain." Port was explanted and replaced.

Manufacturer narrative:
(B)(4). The device has been received, however, the device analysis has not been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or model number. Pain and inadequate weight loss are surgical/physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of inadequate weight loss as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."